Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. An x-ray revealed that the lead had moved from the apex and perforated the right ventricle out to the pleural cavity. An open chest procedure was performed and an epicardial lead was placed.

Manufacturer narrative:
No medwatch form was received.